Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. This is an 8x25mm tapered implant. The distal tip had visible damage; twisted and chewed up distal threads with some missing. The condition is aligned with the implant having an attempt at rotation after the driver ceased. The symptoms are consistent with either unexpected bone density encountered or an inadequate tunnel diameter. The tunnel needs to accommodate the largest diameter size of the proximal end of the implant. Edges were compressed. The star hex was intact. Physical condition indicated difficulty with attempted use and indicated torque and pressure was a factor. Adherence to the instructions for use prep and use is essential for optimum success of the product. The IFU for this product contains technique oriented information. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions prior to use. Excessive force should not be placed on the delivery instrument.¿ interference style screw same size thread to tunnel achieves best surface contact. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a cl the screw broke when screw-in. All the pieces were removed using tweezers. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.